Event description:
The company was informed that the patient experienced loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.